Manufacturer narrative:
Hologic technical support (ts) informed customer that these are likely true positives and not discrepant as they believe, outlining the assay sensitivity and likely causes of late CT results. Ts also requested customer perform environmental swab testing to rule out any contamination and logs for the samples in question for review with no success. Customer had not reported any further issues. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 ((B)(4)), aptima sars-cov-2 ((B)(4)), and aptima sars-cov-2/flu ((B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported dissatisfaction with the sars-cov-2 pcr assay run on their panther fusion instrument. According to customer, they obtained discrepant results (which they called false positives), leading to increased turn-around time as they had to investigate them. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.